Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The ventilator then passed all testing.

Event description:
It was reported that during patient use, a ventilators lower display was distorted. There was no report that the patient was transferred to another device. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.